Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what type of procedure was the device used in? Low anterior resection. On which firing did the event occur? First. Was the tissue retaining pin set properly in the anvil hole prior to firing? Yes. Did the tissue fit evenly in the device? Yes. Where any staples deployed? Yes. What was the area of staple line failure? Parts of the staple line. Were there staples missing from the staple line? Not reported. What was the appearance of the staples? Normal. Was the target tissue completely cut? Yes. How was the failure detected (visual or leak test)? Visual. How many firings were used to complete the transection? (B)(4) stapler. How was the case completed? (B)(4) stapler.

Event description:
It was reported that during a low anterior resection procedure, no consistent staple line was formed. No patient consequences.